Manufacturer narrative:
Weight and ethnicity: unknown, not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Note: the device was manufactured at the (B)(4) site which has been closed. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was fully inserted and removed from the patient's eye because of a bent haptic. There was no additional surgical intervention required. The replacement lens is the same model and diopter. The removed lens was discarded. Patient outcome was not provided. The customer also indicated that the lens has been discarded. No further information available.